Event description:
During diagnostic right heart catheterization, the thermodilution results were inconsistent, resulting in inaccurate cardiac outputs. No harm occurred to the patient. Patient's heart rate was regular. Readings were 3.11, 3.76, 4.93, 2.5, 2.03, 2.22 - in that order.